Event description:
It was reported that during the implanting procedure, the lead's screw looked bent which the doctor believed happened during the case. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was bent, there was blood on the distal end of the electrode and the lead appeared damage at implant. The analyst commented there are no setscrew marks on the df-4 pin and that it appears the lead was either not tightened down with a setscrew or it was not fully inserted into the connector. (B)(4).